Manufacturer narrative:
(B)(4).

Event description:
It was reported that as the surgeon was inserting the vicm13.2 implantable collamer lens, the posterior left leg was defect and the operation could not be continued. Additional information has been requested but not yet received. If any additional infomation is obtained a supplemental medwatch form will be submitted.